Event description:
Report received from the USA stating the device was "broken." There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and met all operational specifications. The event was not confirmed. If additional information is received, a supplemental report will be sent.